Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported via (B)(4), that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that this caused a dural tear. No further information was provided.